Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal "was already loosened at the time of opening." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the device was returned with the tension spring assembly inside the deployment tube. The seal was outside the tube also. Some of the rings of the seal had started to unravel but others were still intact. The plunger had not been depressed. There was no evidence of blood on the device. Based upon these findings, the reported complaint "seal was already loosened" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).